Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire service group received the suspect user interface module (uim) component for investigation and repair. The service group performed a visual inspection of the internal components of the uim, which found a crack on the rear display sub-component. They also performed multiple power on cycles on the suspect uim, which duplicated the reported event. At this time, the service group duplicated the reported issue and isolated the failure to the display sub-component. The etiology of the damage to the display can not be determined and no further investigation will be performed.

Event description:
The customer reported an intermittent white display screen on this user interface module (uim) on this ventilator device. The customer also reported the membrane panel leds flashing. The customer stated no patient issue with this event.